Manufacturer narrative:
Five (5) actual samples were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. The samples were returned with the aluminum foil peeled. A visual inspection was performed with the naked eye. Two (2) of the returned samples had a protruding (above the rim) sponge. Three (3) of the returned samples had a fully separated sponge. The reported condition was verified on three (3) samples. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of five (5) minicaps. There was no patient involvement. No additional information is available.